Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The implantable pulse generator (ipg) system was explanted post-mortem and returned to the manufacturer. It was noted the patient's cause of death was group a streptococcus bacteremia. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Product event summary:the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.